Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator would not charge because it is dead. When the patient went to charge his implantable neurostimulator, he reported that the recharger "immediately showed the battery was down - clear down - no charge." The patient stated he hasn't charged his implantable neurostimulator in a couple months because he was in the process of moving. The patient added that this was a stressful period, nothing that he and his wife are both disabled and "couldn't do anything". The patient also mentioned that he was in severe pain. The patient was asked to clarify when he first noticed the pain, and the patient stated that he's had pain for 20-30 years. Other than the implantable neurostimulator being depleted and not being able to charge it, the patient did not make any other allegation against his device or therapy. Additional information was received from a consumer regarding the patient on 2019-nov-05. It was reported that the patient was in severe pain and had not heard from a manufacturer representative yet. They mentioned their pain level being at a 7 or 8, due to a slipped disk and another disk that was pinched which was not related to the device or therapy. The patient¿s wife mentioned that they were in excruciating pain and they had pain 24 hours a day. They stated that the severe pain started ¿just about a week to two weeks ago¿. They confirmed their therapy was not working because their implantable neurostimulator was off. Additional information was received from a manufacturer representative regarding the patient on 2019-nov-05. The patient¿s implantable neurostimulator was confirmed to be overdischarged. Three physician mode restarts were performed to revive the battery, but they were unsuccessful. The manufacturer representative had spoken to the patient¿s physicians about the overdischarged battery and gave them information about battery replacement options. There were no further complications reported.